Event description:
Event description guidant received information that while shopping, the patient felt syncopal. An interrogation of the implantable cardioverter defibrillator (ICD) noted noise on all three channels similar to that seen with electromagnetic interference. The noise was oversensed by the ICD resulting in pacemaker inhibition.